Event description:
It was reported that his daughter was getting symptoms of insulin blockage, and the insulin pump is under delivering insulin. The customer currently is overseas. Advised the caller that the customer need to call us to troubleshoot the device. Explained the father that if it's something wrong with the insulin pump, the device would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.